Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the after the right ventricular (rv) lead was successfully implanted, when the physician was ready to suture the lead down, they could not find the suture sleeve as it was missing from the lead. The sleeve was subsequently found on the back table where the lead was being prepared, nobody could recall noticing the sleeve was missing from the lead. The spare suture sleeve was used to suture the lead as it had the longitudinal slit to fit over the body of the lead and the first suture sleeve did not have the slit on it. The lead remains in use. No patient complications have been reported as a result of this event.